Event description:
Same case as #6000093-2007-00528. It was reported, by a pt's son, that post a coronary drug eluting stenting treatment procedure, pt complications occurred. The reporter stated that "the pt had been hospitalized with anemia, low hemoglobin, increased inr, high blood pressure and a slow pulse rate. They also are considering a pacemaker and treating the pt with steroids. He stated they are considering plasmaphoresis to treat antibodies in the blood." F/u with the physician's office indicated that the pt has been seen by hematology and had been taken off of his plavix and coumadin. A pacemaker had been implanted and the pt was recently restarted on plavix. No further info is currently available.

Manufacturer narrative:
The delivery device will not be returned and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.